Manufacturer narrative:
This report is for two (2) unknown matrixrib plates. Part and lot numbers are unknown. Without a valid part and lot number, the UDI is not available. (Therapy date): it is unknown if the broken plates were implanted in (B)(6) 2011 or (B)(6) 2012; as such exact implant date is unknown. Patient is not revised yet; as such explant date is not applicable. Device is not expected to be returned for manufacturer review/investigation. (B)(6). As specific part and lot numbers for matrixrib plate is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that patient fall on thorax in 2012, exact date is unknown. On (B)(6) 2011 patient was treated with four (4) matrixrib plates on rib 6, 7, 8, 9 (right). On (B)(6) 2012 patient complains about pain, x-ray showed that the most cranial plate is not aligned with the rib. Plate resection was performed. On (B)(6) 2012 plate breakage on rib 8 was noticed, removal surgery of the broken part was done. In (B)(6) 2016, the patient had two broken matrixrib pre contoured plates. These plates broke spontaneously according the information provided by the patient. The surgeon indicated that the patient needs a new surgery to fixate the ribs. The patient is having pain every day due to the broken plates. This complaint addresses two (2) broken matrixrib plates, which were identified in (B)(6) 2016. On (B)(6) 2012 revision surgery due to a plate misalignment has been captured under catsweb complaint # (B)(4) and (B)(6) 2012 revision surgery due to one (1) broken plate has been captured under catsweb complaint # (B)(4). Concomitant device reported: matrixrib plates (part # unknown, lot # unknown, quantity 2), locking screws (part # unknown, lot # unknown, quantity unknown) this report is for two (2) unknown matrixrib plates. This is report 1 of 1 for complaint (B)(4).